Manufacturer narrative:
The monitor sn (B)(4) and belt (B)(4) were returned and evaluated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Clinical review of the patient's ECG data from the date of passing shows that the patient experienced ventricular tachycardia (vt) varying from 100-150 bpm between 20:11:50 and 20:13:11 on (B)(6) 2020. The device properly detected vt. However, the rate was at or below the threshold for treatment. Therefore, the patient was not treated by the lifevest. The patient was then seen in an idioventricular rhythm at 20 bpm degrading to asystole from approximately 20:13 until the device shutdown at 23:30:28 on (B)(6) 2020. Due to the patient not receiving the required shock, reporting event out of abundance of caution.